Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump time and date were incorrect, suspected cause was due to the pump being reset. Reportedly, the customer corrected the time and date, and resumed insulin therapy. Customer¿s blood glucose level was 279 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.